Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger (serial# (B)(6)) found a batteries low replace controller batteries soon message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient lost a lot of weight since the ins was implanted, and gradually since implant pt has noticed the ins sticking out more. Pt said the other day they realized they could really feel their ins now. Pt said the ins was now right against the skin and poking out more. Pt asked if they should talk to mdt about it and asked if the ins being right against the skin would destroy any battery life. Pt confirmed ins was still working. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2022 rtg0224621 x2 rpl 327096 (con): the patient (pt) called back and said they got the new controller and new recharger telemetry module (rtm) and when they got the new controller and rtm it worked to charge implant, but now they have to hold the paddle against their skin and can't use the belt. It was reviewed this could be due to the weight loss/ins sticking out they had reported originally. The patient says they have seen rm-04 code, and the controller will lock up and they will have to reset controller. They said the rtm is heating up a lot as well. A replacement rtm was sent out.